Manufacturer narrative:
The patient's age, gender and weight were not provided. (B)(4). Approximate age of device ¿ 1 year and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2016 with an elevated lactate dehydrogenase (ldh) level of 943 u/l. On (B)(6) 2016, the customer reported that the patient¿s ldh was still high at 1041 u/l. A ramp echocardiogram showed that the aortic valve remained closed at an increased pump speed of 10,000 rpm and was negative for complete thrombus. The manufacturer¿s technical services representative reviewed the provided log file and an increase in power over time was observed. On (B)(6) 2016, it was reported that the patient¿s ldh level remained elevated. A second log file analysis observed an upward trend of the linear power and flow over time. On (B)(6) 2016, it was reported that the patient had been discharged home on an unspecified date after their ldh stabilized. The patient did not require medical management. Pump power remained elevated and the patient will continue to be monitored.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient was experiencing consistently high lactate dehydrogenase levels with signs/symptoms of hemolysis. An echocardiogram revealed that the pump could not offload the left ventricle. On (B)(6) 2017, the patient¿s pump was explanted for recovery.

Manufacturer narrative:
Evaluation of the explanted pump confirmed thrombus inside the pump. The pump was returned assembled with the driveline severed approximately 4 inches from the pump housing. The severed portion of the driveline, the outflow graft bend relief, the bend relief collar and the inlet tube were not returned. The inflow conduit flex section was cut and the proximal section was not returned. The sealed outflow graft attachment was returned without the graft. The pump appeared to have been treated with a fixative agent prior to return. The inlet bearing cup revealed a white, tissue-like deposition. The thrombus appeared to have formed in laminated layers, which is an indication that it likely developed while the pump was in operation. However, it appeared to be in early stages of development with minimal layering. A specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The rotor bearing ball revealed a dark red, tissue-like deposition. The thrombus had areas that were denatured and had a ring-like structure, which are indications that it likely developed over an undetermined period of time while the pump was in operation. A specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. Although a specific cause for the depositions and a time frame for which it was present in the pump could not be determined, they would have potentially contributed to the report of elevated ldh. Additionally, the deposition would have created additional resistance on the spinning rotor, potentially contributing to the upward trend in power seen in the submitted log files. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.